Manufacturer narrative:
(B)(4). The customer returned the guide wire assembly with the guide wire retracted into the advancer tube. The assembly showed clear signs of use. The guide wire had two kinks; one at the center of the body and the other towards the distal tip which distorted the j-bend. Microscopic examination revealed offset coils at the kink towards the distal tip. The first kink/offset coils were located at 0.9cm from the proximal tip. The second kink on the guide wire body was located 32.3cm from the distal tip. The outside diameter (od) of the guide wire was measured and met specification. The length of the guide wire was also measured and was found to be within specification as well. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed on the guide wire and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Other remarks: the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked and bent in two locations, 0.9cm and 32.3cm from the distal tip. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during insertion, the user found that the swg (spring wire guide) tip was deformed. A new kit was used.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is pending at the time of this report. Initial evaluation of the returned sample indicated that the swg was used and is kinked.

Event description:
The customer alleges that during insertion, the user found that the swg (spring wire guide) tip was deformed. A new kit was used.